Manufacturer narrative:
Results: the pet lock was broken on the proximal end of its pusher assembly. The embolization coil was detached from its pusher assembly. The pull wire was retracted out of the pusher assembly distal detachment tip (ddt) alignment feature. The non-penumbra microcatheter was ovalized in multiple locations. Conclusions: evaluation of the returned pod8 confirmed that the embolization coil was detached from its pusher assembly and revealed a broken pet lock and the pull wire was retraced out of the ddt. If the pod8 is gripped by the proximal end of the pusher assembly and is retracted against resistance, the pet lock may separate. If the pet lock is broken and the pull tube is retracted, the pull wire may also become retracted out of its ddt, resulting in the embolization coil detaching from its pusher assembly. Evaluation of the returned non-penumbra microcatheter revealed that the catheter was ovalized in multiple locations throughout the catheter shaft. These ovalizations may have contributed to the reported resistance during the removal of the pod8 from the non-penumbra microcatheter during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1.3005168196-2019-02189 2.3005168196-2019-02190.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-02189, 3005168196-2019-02190.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod8s. During the procedure, while advancing a pod8 through a non-penumbra microcatheter, the physician experienced resistance at the tip of the microcatheter; therefore, the pod8 was removed. During retraction, the pod8 unintentionally detached inside of the microcatheter. Therefore, the physician removed the microcatheter containing the detached pod8 and introduced a lantern delivery microcatheter (lantern). Next, the physician advanced a new pod8 against slight resistance into the lesion and successfully completed the procedure. There was no report of an adverse effect to the patient.